Manufacturer narrative:
Updated: b4, b5, d9, e2, e3, e4, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation finding, health effect ¿ impact codes and investigation conclusions) and h11. It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) fiber optic waveform was missing. It is unknown if there was any patient involvement. However, there was no harm or injury reported. Despite good faith efforts (gfes), no additional information has been received. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported by customer during routine check that cardiosave intra-aortic balloon pump (iabp) that the fiber optic waveform was missing. No patient harm or injury reported.

Manufacturer narrative:
Corrected field h6: investigation conclusions.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that cardiosave intra-aortic balloon pump (iabp) that the fiber optic waveform was missing. No patient involvement and no patient injury.